Event description:
It was stated that the flow rate is out of tolerance. There was no patient involvement. This malfunction would cause inaccurate flow of therapy.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.